Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument did not follow the surgeon's commands. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.